Event description:
It was reported that during review of holter monitor strips, ventricular pacing was noted. It was further reported that premature beats with pacing at the end of the t wave were seen. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrs1p implantable pulse generator (ipg) implanted: (B)(6) 2011; 4968-25 implantable pacing lead implanted (B)(6) 2011. (B)(4).